Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it, which prevented removal of the battery cap. The blood glucose reading was 490 mg/dl. The customer stated that he treated for high blood glucose using the insulin pump. He reported that he was unable to remove the battery cap. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot, minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.